Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported, one week post implant, that the patient suffered a stroke. The patient was implanted with an MRI system and there was an inquiry whether they could have an MRI performed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.